Manufacturer narrative:
(B)(4): visual inspection of the returned product found small piece of plate haptic is torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue. Conclusions: (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Received from the facility a damaged micl 12.6mm implantable collamer lens. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.